Event description:
It was reported that the reverse trigger of the core universal driver sticks during inspection at the manufacturer. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the reverse trigger of the core universal driver sticks during inspection at the manufacturer. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The device was repaired and returned to stryker loaner stock.